Manufacturer narrative:
Patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on 21-april-2024 after 3 hours of insertion. Infusion set has been used for 18 hours. Insertion site was abdomen. The glucose level was between 54-500mg/dl. The customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available